Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
Customer states tubes have failed to separate the plasma and red cells on at least two occasions.

Manufacturer narrative:
Complaint (B)(4). Received 1rk 454008p/b221233r for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records did not reveal any deviations which could be associated with the reported error. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfunction is not duplicated.